Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred, that an occlusion alarm occurred and that an altitude alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.